Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that their pump keeps getting power error detected alarms. The pump shuts off unexpectedly throughout the night, resulting in high blood glucose levels. The customer also got a stuck button alarm which they were able to clear. The customer got hospitalized due to high and low blood glucose on (B)(6) 2017 with blood glucose of 448 mg/dl and ketones, which they got treated with insulin pens. The customer believes they over delivered insulin the previous night as they woke up at 36 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No stuck button alarms or unlocked keypad connector noted. No button keypad anomalies noted. Unable to perform displacement test, displacement accuracy test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board pump was monitored and functioned properly. Unit received missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.